Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the buttons on the insulin pump were not responding. The device continued to scroll up and the esc buttons didn't work. Customer's blood glucose was 161 mg/dl. Customer didn't recall any significant event which may have cause the keypad issue. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.